Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the implantable pulse generator (ipg) reached elective replacement indicator (eri) early with a decrease in battery voltage within five days. It was also reported that the patient was lightheaded and not feeling well. The ipg was explanted and replaced with a new device. No patient complications have been reported as a result of this event.